Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy with injection of intravesical botulinum toxin, and suprapubic tube placement of anticipated temporary voiding dysfunction on (B)(6) 2013 due to urge urinary incontinence and overactive bladder refractory to medical management. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced erosion, infection and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2011 due to mesh erosion from a major urethral sling. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent implantation of neuromuscular electrodes on (B)(6) 2012 due to urge urinary incontinence and overactive bladder. It was reported that patient underwent removal of sacral neurostimulation lead and extension on (B)(6) 2012. (B)(4).